Event description:
Customer reported that the alarm continuously sounds when the alarm is placed on hold mode. Customer reported this was found during set up but could not provide a date when found. No pt incident or injury was reported.

Manufacturer narrative:
Evaluation of the returned product did not confirm the reported issue; unit powers up and when set on hold the alarm is not continuous. However, the battery springs inside the battery compartment are bent, case is cracked on battery door, and warning label is torn. (B)(4).